Event description:
It was initially reported the patient was experiencing tingling at the stimulator pocket and connection site. Impedance readings were normal. The patient felt the tingling intermittently. A fluid short was suspected. Follow up indicated the event was due to a probable fluid leakage near the lead. The patient reported skin tingling around the battery and lead after a fall at home. The symptoms resolved when contact three was switched off. Reprogramming was done with resolution of symptoms. The patient has continued good pain relief. The hcp reported the event as non-serious.